Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. Per the instructions for use the safari guidewire should only be inserted or withdrawn through a catheter already in place. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
Event: aortic rupture. The patient met the requirements for a 23 mm lotus valve implantation. The aortic valve was crossed to the left ventricle by safari wire. During the valve introduction, and before crossing the aortic arch, the operator noticed some resistance and stopped the valve advancement, so that he required to prepare a buddy wire. Then, and before having the opportunity of introducing the buddy wire, a sudden drop in blood pressure appeared, with fluoroscopic image of aortic rupture. Recovery manoeuvers were started and surgical sternotomy was performed in order to treat the lesions. Despite the surgery, the patient died, as per the surgeon, due to an aortic rupture at the aortic arch entrance.